Manufacturer narrative:
Date sent to FDA: 05/31/2017. It was reported by an attorney that the patient underwent a robotic-assisted laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, repair of inadvertent cystotomy on (B)(6) 2012 and a morcellator was utilized. The patient experienced the spread of undetected high-grade endometrial stromal sarcoma. It was reported that the patient underwent an exploratory laparotomy secondary debulking of intraabdominal tumor (small bowel resection with a side-to-side anastomosis, sigmoid colectomy with low pelvic anastomosis and splenic flexure mobilization on (B)(6) 2012 to treat a large pelvic mass, symptomatic, positive for recurrence prior biopsy.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The device information for use under precautions states" caution: the use of a laparoscopic tissue extraction bag is recommended for the morcellation of malignant tissue or tissue suspected of being malignant and for tissue that the physician considers to be potentially harmful when disseminated in a body cavity. As morcellation may affect endometrial pathologic examination, preoperative evaluation of the endometrium should be considered. Should malignancy be identified, use of the gynecare morcellex¿ tissue morcellator may lead to dissemination of malignant tissue.

Event description:
It was reported by an attorney that the patient underwent a robotic-assisted laparoscopic-assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, repair of inadvertent cystotomy on (B)(6) 2013 and a morcellator was utilized. The patient experienced the spread of undetected high-grade endometrial stromal sarcoma. No additional information was provided.